Event description:
It was reported that (1) tsw35 was used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon attempted to fire the stapler and it locked out on him. Opened another device to finish the case. There was no consequnce to pt.